Event description:
The arrow spring wire guide uncoiled upon attempting to remove it from several pts. The physicians state the guidewire breaks at midpoint and uncoils, thus necessitating removal of both the guidewires and triple lumen catheter. This rpoblem has occurred on at least three different occasions with three different physicians.